Event description:
Caller reported that pump housing was cracked after the pump was dropped and hit the ground. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.